Event description:
A high blood glucose level was reported by the customer, with the specific value unknown but displayed as "high" on both cgm and bg meter. To address the issue, the customer drank water, administered a bolus via the pump, and changed the site and cartridge multiple times. Technical support advised inspecting the site and monitoring blood glucose. The caller was advised to keep their healthcare provider updated and monitor their levels, with a plan to call back if necessary. By the end of the call, the blood glucose level began to decrease.